Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: checked the system and found the system is sutting down, problem in power supply board. No patient involvement.